Event description:
It was reported via patient's legal claim that primary hip surgery was performed on (B)(6) 2007. Revision procedure was scheduled for (B)(6) 2012 allegedly due to pain and pseudotumors. No further information has been received. This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received on (B)(6) 2013 including item number, lot number and patient details. All fields related to this information have been updated on the medwatch form including age, date of birth, and patient sex, brand name and updated product code, catalog number, lot number, expiration date, 510(k) number, and device manufacture date, updated manufacturer contact office information was updated as well.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified.